Event description:
This event was received via uf report # (B)(4). It was reported that "the patient is an elderly female admitted in the summer for revision of left total elbow arthroplasty with replacement of the axial pin and bushing. The patient has a history of left elbow arthroplasty at our facility five years ago followed by a revision one year ago. The bushel and the pin had dislocated and been replaced during the revision. The provider stated he "had it reduced and functional". After this, the patient presented with pain and loss of motion. Radiographs revealed a dislocated total of the components. Reviewing the x-rays, it did not appear that the pin broke. The provider stated his presumptive diagnosis or explanation for this was that the pin may have backed out allowing the components to dislocate and then the pin pushed it's way back in, although he could not verify this was the case."

Manufacturer narrative:
An event regarding disassociation involving a solar pin was reported. The event was not confirmed. Method and results: device evaluation and results: visual analysis indicated the device had some marks from rotation of the construct. The device was otherwise unremarkable. Medical records received and evaluation: insufficient records were provided for review. Device history review: all devices accepted into final stock met specification. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided for review. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
This event was received via uf report # (B)(4). It was reported that "the patient is an elderly female admitted in the summer for revision of left total elbow arthroplasty with replacement of the axial pin and bushing. The patient has a history of left elbow arthroplasty at our facility five years ago followed by a revision one year ago. The bushel and the pin had dislocated and been replaced during the revision. The provider stated he "had it reduced and functional". After this, the patient presented with pain and loss of motion. Radiographs revealed a dislocated total of the components. Reviewing the x-rays, it did not appear that the pin broke. The provider stated his presumptive diagnosis or explanation for this was that the pin may have backed out allowing the components to dislocate and then the pin pushed it's way back in, although he could not verify this was the case."

Manufacturer narrative:
This report is capturing the patient's second revision surgery that occurred in (B)(6) 2014. The patient's original revision will be reported under a separate med watch report. A supplemental report will be submitted upon completion of the investigation.